Manufacturer narrative:
Pump error 53 alarm found in the pump history due to software error. No unexpected pump error 54 and pump error 3 alarm noted during testing.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The blood glucose level was unknown. The troubleshooting was not performed. The insulin pump will be returned for analysis.